Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of peritonitis in a female patient coincident with dianeal pd4 ambuflex and nutrineal pd4 unknown bag therapies. On an unreported date in (B)(6) 2009 the patient began treatment with dianeal pd4 ambuflex, 5l (frequency not reported), and nutrineal pd4 unknown bag 2l (frequency not reported)intraperitoneally for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2011 the patient experienced peritonitis. Treatment, laboratory test, cause of peritonitis and event outcome were reported as unknown. Action taken with dianeal and nutrineal therapy was not reported. The nurse did not report whether the event was related to dianeal or nutrineal therapies..